Event description:
Event description cpi received information that insulation damage was noted to the rate sense portion of this endotak c lead. The damage was repaired and the lead was attached to this ventak prxiii implantable cardioverter defibrillator (ICD), which exhibited a shorted shocking lead message after a shock was delivered. Upon examining the lead again, damage was noted between the yolk and the terminal pin. This damage was repaired with a sleeve, but another shocking attempt now revealed an impedance of greater than 3000 ohms. Fracture of both the rate sense and shocking portion of the lead was noted at the end of the sleeve. The fracture was thought to be induced during the procedure by stress at the end of the sleeve.